Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting a proximal pressure sensor autozero failed message. The device was being used to create a treatment plan for respiratory assistance at the time the reported issue was discovered; however, there was no harm to a patient or user. No medical intervention was provided for the patient, nor was there a delay to the therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer verified code 110b in the significant log and is requesting bench for repair.

Manufacturer narrative:
Information was received from bench service that the cause of the reported issue was due to an assembly issue, user error. The data acquisition printed circuit board assembly (pcba) was installed incorrectly. In that state, the device will keep alarming every time it is turned on. Therefore, this complaint no longer meets reportability requirements. The reported incident is not likely to cause or contribute to a death/permanent impairment/serious injury were it to recur as the device will not be placed on a patient for use until the device is repaired and passes required testing.